Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl at the time of incident. The current blood glucose level was 94 mg/dl. The other relevant blood glucose level was 55 mg/dl and 347 mg/dl. The customer treated with food. Troubleshooting was performed for low blood glucose. The insulin pump will not be returned for the analysis. The reservoir will be returned for the analysis.